Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). D10: 2.0/0.6 2mm chin plate cat# 01-6452 lot# 187310 1.5/0.6 flat lefort plate cat# 01-6480 lot# 185770 1.5 3/3 hole 100* left xlong l cat# 01-7036 lot# 022550 g2: brazil customer has indicated that the product is available to be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00261 0001032347-2023-00262 0001032347-2023-00263.

Event description:
It was reported that a patient underwent a revision procedure approximately 11 months post implantation due to fractured plate(s.) The components were removed. Attempts have been made and additional information on the reported event is unavailable at this time.